Event description:
Additional information was reported that the cause of the patient's recharging issues with their ins was due to the patient recharging on fair most of the time and not excellent recharging strength. The patient was put on cycling and connectivity and impedances were checked out. The patient's issue have been resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was implanted two weeks prior to the report. The rep had met with the patient on (B)(6) 2019 for the first post-op follow up appointment to program the ins. It was noted that the patient was using group b, which had the following programming: bipole on 6 and 7, pulse width of 200 us, and a rate of 1000 hz. After programming, the patient went home and charged up the ins at 3pm. Then, about 18 hours later, on the morning of the (B)(6) 2019, the patient noticed the stimulation had turned off and the ins had depleted. They called the rep on (B)(6) 2019 to inform them of this issue. The patient also reported that the controller battery charge was fluctuating between 30%-60% while on the phone with the rep. Technical services suggested the patient try charging the controller fully and then continue to use the controller to charge the ins. The rep stated they would speak to the patient about the recommendations as well as trying the other programmed groups with lower settings to see if the r ate of battery depletion changes. Additional information received from a manufacturer representative (rep). It was reported that the patient was able to feel stimulation after charging the battery back up. The cause of the controller battery fluctuating was not determined and has not been resolved. A rep was meeting with the patient on (B)(6) 2019. Additional information was reported that the patient has been having issues with charging. The patient indicated she is needing to charge more frequent even after programming. The caller stated the patient is currently on a1 4.3ma/200pw/1000hz. 14+15-, impedance: 630 ohms. The caller reported during an electrode impedance check, 7/17 show to avoid. The ins is currently charged to 90%. The energy usage is: 3.2 days metrics shows :recharge coupling: good avg ending: 100% avg recharge time: 1 hr avg recharge interval: 1 day charging session diary: date: 1/21/20 duration: 1.5 hrs beginning: 10% ending 100% coupling: excellent date: (B)(6) 2020 duration: 26 mins beginning: 70% ending 100% coupling: excellent date: (B)(6) 2020 duration: 2.4 hrs beginning: 20% ending 100% coupling: good date: (B)(6) 2020 duration: 33 mins beginning: 80% ending 100% coupling: good date: (B)(6) 2020 duration: 2.4 hrs beginning: 10% ending 100% coupling: fair date: (B)(6) 2020 duration: 2.4 hrs beginning: 20% ending 100% coupling: good. The patient is noticing that it is taking longer to charge the ins. The caller stated that the diary shows that the patient is getting either good or fair charging quality for many of the charging sessions that take up to 2.5 hours. The caller stated that there was one excellent session on (B)(6). As a result of the longer charging sessions the patient is complaining that the controller is not holding a charge for a long period of time. If charged today the battery will be depleted by tomorrow. It was reviewed that the controller battery is expected to deplete in one day if the patient is charging once daily particularly with longer charging sessions. The caller indicated that they will try cycling to prolong the time between charging sessions. No further information was reported.